Event description:
While pushing protege everflex up and over through sheath, the catheter got stuck and would no longer advance. Wire was still able to move through lumen of catheter of stent. As doctor tried to advance catheter, the stent partially deployed in wrong place. Had to use a competitors stent and was deployed in correct position to cover lesion.